Manufacturer narrative:
The stent remains in the pt and the delivery device has been disposed, therefore, no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Clinical study. Same case as 6000093-2007-02341. It was reported that 396 days after a coronary drug eluting stenting treatment procedure, the pt required a target vessel reintervention (tvr) to treat restenosis. The lesion being treated in the index procedure was located in the proximal left anterior descending (prox lad) artery. The physician treated the lesion with placement of a 4.00x12mm and a 3.00x24mm taxus express2 stents in the target lesion. There were no reported complications. On 396 days after the index procedure, the pt experienced a restenosis of the taxus stents. The pt was asymptomatic, no angina pectoris, no dyspnea. The physician treated the restenosis with pci. The pt was discharged the next day. Additional information has been request, but not received at this time.